Event description:
It was reported via journal article that patient complication of asystole was reported during procedure. Temporary pacemaker required that was converted to a permanent pacemaker device 24 hours after drug withdrawal.

Manufacturer narrative:
Literature citation: csobay-novak , csaba et. Al. (2015) "role of stent selection in the incidence of persisting hemodynamic depression after carotid artery stenting" journal of endovascular therapy, vol. 22(I) 122-129. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).